Manufacturer narrative:
This report is being submitted in accordance with the requirements of 21 cfr part 803. The information contained herein is based on data available to caldera medical at the time of submission and may not have been fully investigated or independently verified prior to the required reporting deadline. Submission of this report does not constitute an admission or conclusion by caldera medical that the product caused or contributed to the reported event. The investigation remains ongoing. In accordance with manufacturing procedures, trays are inspected against a black background, and no particles were noted during these inspections. A final inspection of the product is also performed to verify product integrity. All mesh devices were sterilized using ethylene oxide, and the products were confirmed to meet specifications at the time of release. A review of the manufacturing records indicates that all products released during the relevant timeframe were manufactured in accordance with approved procedures and met all established specifications during both manufacturing and quality release processes. As the product was not returned for evaluation, no definitive conclusions can be drawn regarding the reported event at this time. The investigation will continue, and this report will be updated should additional information become available. The manufacturing number is (B)(4).

Event description:
Their customer reported (B)(4) units of tvt exact with white dust. Lot number: 5000004.

Manufacturer narrative:
Additional information d5, h6, h11. Correction: e1, g1. The neuchâtel team received two photos for evaluation of the tvt exact product, product code tvtrl and batch number 5000004. An investigation was conducted on the photos received and on the batch file. During the evaluation of the photos, the neuchâtel team observed the presence of white particles in the primary packaging. White particles are clearly visible inside the blister pack. In the photo, white particles are visible in several places on the retainer. No particle size measurements can be performed on photos. According to the evaluation, this complaint is related to a manufacturing issue. The defect observed during the evaluation corresponds to the description of the event: (white dust). The complaint is confirmed and is related to manufacturing (class I defect as per (B)(4)). Based on the information currently available, white particles issue was identified during the investigation of the samples received. This product issue will be addressed through ethicon quality system. The powder has been confirmed to be from the underside of the tyvek adhesive - powder is created during transit when device/packaging is contacting underside of the tyvek material all materials used in these devices and packaging meet the biocompatibility requirements contained in iso 10993-I: "biological evaluation of medical devices - part 1: evaluation and testing" and on FDA general program memorandum #g95-I: use of international standard iso - 10993, "biological evaluation of medical devices - part 1: evaluation and testing." The white powder has been tested by a third-party laboratory for potential cytotoxicity concerns. It has been determined that the potential deposition of these particles into the patient would not significantly increase the risk of toxicity. The internal complaint number is (B)(4).